Event description:
The consumer reported that there was no therapeutic benefit since implant. The patient¿s symptoms were still the same. She wore pads and urinated in bed. She could not hold her urine while walking in a store on (B)(6) 2016. The patient felt a jolt when she was sitting down and the patient felt a wire sticking out. She met with a manufacturers¿ representative (rep) and the rep told her the wire was not sticking out, it was her stitches. There was overstimulation at 7.0v; it felt like poop hanging out. There was no stimulation and therapy was on. The amplitude was increased and the patient felt stim in the correct area. It was noted the patient met with the reps on (B)(6) 2016. She was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Additional information from the manufacturers¿ representative (rep) reported that she was not made aware of the jolting sensation. She saw the patient for a reprogramming session and the complaint at that time was that the leaks were back to baseline. Program change was made then and the patient reported a comfortable mild fluttering sensation in the vaginal area. She was pleased with the adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.